Manufacturer narrative:
Follow-up # 1 date of submission, 09/15/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/24/2015 with the following findings: during investigation, the pump was powered on and the display was found to be functioning properly. No damage or scratches were observed. The complaint of damage to the display was not duplicated during investigation. There was not defect found.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.